Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood backflow or saline displacement¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 10f sheath after an atrial fibrillation diagnostic procedure. Reportedly, the proglide device was successfully flushed multiple times prior to use. During use, the marker lumen did not allow blood backflow or saline displacement. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.